Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the surgical intervention for ineffective stimulation on (B)(6) 2017, the ipg was unable to communicate with the external devices and was inoperable. As a result, scs system was replaced and therapy was restored. Reference MFR report #'s1627487-2017-08202, 1627487-2017-08203.